Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there is reasonable evidence suggesting this right atrial lead may have perforated the heart wall. As a consequence the patient reports he had to look for medical intervention at another hospital. No additional adverse patient effects were reported.